Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-lumbar laminectomy syndrome. It was reported that the belt was broken and wouldn't tighten around the patient and the connector pin metal tip has come out of the black cord. The patient stated that sometimes the battery charge for the ins will last for a little while and sometimes it doesn't last long at all. The patient said she was due for a replacement ins and has 7-8 months left. No symptoms or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a request for the ins status stated the ins had been replaced and is working well. There were no reported complications and no further complications were expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patients ins was only lasting a few days, but the patient stated that the ins has been implanted for 8 years and they think that it's been in too long. It was reported that surgery was scheduled for (B)(6) 2019 to replace the ins. There were no reported complications and no further complications were expected.